Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient was implanted with two implantable neurostimulators (ins) at different times. The healthcare provider (hcp) thought the patient's second implant had an infection, so they removed the ins and went in five more times getting samples trying to get the cultures to grow. In the end of the 10 month process from start to finish, it was determined that the patient never had an infection. The consumer stated that the issue occurred between implanting the first one and the last one, but then stated it was during the time period in between installing the lead wires and the ins, "it was like 30 days". The ins was indicated for parkinsons dual/movement disorders. Please see regulatory report #3004209178-2016-27483.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.